Event description:
This mr1 is an asset of nk. It was purchased as a device to loan out to clients when responding to repairs. We purchased the mr1 in march 2021, but forgot to purchase the trolley and kept it in a box without using it for a long time. I then decided to purchase the trolley in november 2022 and start using it. When I took mr1 out of the box and performed an operational inspection, the tesla spy was blinking red. The tesla spy logs could not be retrieved. Therefore, we determined that the tesla pi board was defective and replaced the tesla pi board. I have attached the logs and a brief video after the work was done.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause of the event was determined to be a defective teslasyp board. In consequence (correction) the teslasyp board has been replaced. There was no patient or user harm reported.